Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number for clog & needle bent.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. Verbatim: representative from distributor reported bent needle on consumers behalf. Stated consumer reported no insulin flow during injection, stated consumer noticed patient end of needle was bent , no injury to report, occurrence date: (B)(6) 2023. No consumer information or product information available.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown verbatim: representative from distributor reported bent needle on consumers behalf. Stated consumer reported no insulin flow during injection, stated consumer noticed patient end of needle was bent , no injury to report, occurrence date: (B)(6) "2023". No consumer information or product information available.